Manufacturer narrative:
Device evaluated by MFR:. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "once the sample was opened to run in the analyzers and we tried to close the tubes with caps, the caps popped off automatically."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. H.6. Investigation summary: catalog number: 367812. Batch number: 1293958. Bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for loose cap with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode loose cap, bd has initiated further root cause investigation relating to the issue of loose cap through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event affected 5000 devices. The following information was provided by the initial reporter. The customer stated: "once the sample was opened to run in the analyzers and we tried to close the tubes with caps, the caps popped off automatically."